Event description:
There was a report of a broken tracheal cannula, involving a custom made bivona cannula with straight neck plate and wide holes in the neck plate. It turned out that the 15mm adapter of the cannula had been left in the swivel of the patient's breathing tube and had thus become detached from the cannula itself. As a result, the ventilation could no longer be confirmed. Placement of a new trach was therefore required.